Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a colonoscopy procedure on (B)(6) 2014. According to the complainant, in the monopolar ¿coag¿ mode, the device intermittently skips a value. When the user set the power setting to 18, the generator skipped from 17 to 19. After the event, the problem was not experienced again. The procedure was completed with this endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: intermittently skips coagulation value. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the bezel and cover should be replaced due to scratches and paint chips. Functional evaluation found that all the knobs and switches function properly. An electrical test was performed, and no problems were found. The complaint that the device intermittently skips a value could not be confirmed; the unit passed the endostat iii return evaluation procedure and is within specifications. The device was tested numerous times and did not skip any value as indicated on the output display. The unit passed all final testing. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a colonoscopy procedure on (B)(6) 2014. According to the complainant, in the monopolar ¿coag¿ mode, the device intermittently skips a value. When the user set the power setting to 18, the generator skipped from 17 to 19. After the event, the problem was not experienced again. The procedure was completed with this endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.